Event description:
Further follow-up revealed that device diagnostic testing with the new vns therapy system is within normal limits, indicating that the new system is functioning properly.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Patient has not felt device stimulation "for quite some time". Initial reporter indicated that the high lead impedance test result was believed to be due to a problem with the lead. Review of x-rays were inconclusive in determing whether any obvious discontinuities in the ncp system were present. The pt underwent revision surgery, during which both the lead and generator were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalities that would adversely affect device performance. Investigation to date has been unable to confirm the cause of the high lead impedance test result, although lead break is suspected. No adverse event was reported in conjunctior with the high lead impedance condition.